Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began in the early hours of (B)(6) 2017 when she tested her blood glucose in response to symptoms of feeling ¿sweaty and lightheaded.¿ the patient did not provide the reading obtained on the subject meter whilst symptomatic. The patient stated that she manages her diabetes with a combination of novolog and lantus insulin and denied making any changes to her usual diabetes management regimen due to the alleged issue. In response to the symptoms, the patient claimed she treated herself with food and went back to bed. The patient claimed the meter continued to read inaccurately high compared to another meter over the next few days and reported blood glucose readings of ¿179 mg/dl¿ with the subject meter and ¿85 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed that the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurate high readings on the subject meter and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.